Event description:
The customer states that when processing patient samples using the architect c8000 analyzer that spuriously high magnesium results were generated that when repeated were markedly lower. No adverse outcomes were reported related to this issue. Patient data provided (mmol/l): initial result: 3.78, repeat result: 1.13.

Manufacturer narrative:
(B)(4). (B)(4) studies verified the occasional generation of an erratic result. Field service identified issues with the system wash manifold and was able to resolve the issue. The customer was referred to the product labeling to assist with resolving erratic results. The product labeling lists the probable causes and corrective actions for erratic results. Field service addressed the system issues; precision studies performed after service was completed were satisfactory. The customer later indicated that no further high magnesium results were produced. No adverse trends were identified related to the issue. The product labeling lists the probable causes and corrective actions for erratic results. Based on the available information, a deficiency of the system was not identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.